Manufacturer narrative:
Approximate age of device ¿ 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with a high lactate dehydrogenase level and heart failure symptoms. The patient's inr was 2.0 at the time of the event, with a goal of 2.0-3.0. The patient's pump was exchanged on (B)(6) 2015 due to suspected thrombus.

Manufacturer narrative:
Device evaluation: evaluation of vad-57250 confirmed the presence of deposition in the inlet stator. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and could have contributed to the reported thrombus symptoms. The distal side of the inlet stator revealed dark red/white, tissue-like deposition adhered to the bearing cup and bearing ball. The deposition was consistent with denatured blood and appeared to have formed in laminated layers, which are indications that it likely developed over a period of time while the pump was in operation. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The rotor and blood tube were damaged during the cleaning process and the pump could not be functionally tested on a mock circulatory loop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's lactate dehydrogenase (ldh) level at the time of the pump exchange was 2000 u/l and the patient had been having hematuria two days prior to the pump exchange. It was noted that the patient's ldh was 553 u/l on (B)(6) 2015. The patient's inr goal was 2-3. The patient's inr at the end of (B)(6) was 5.6 and inr on (B)(6) 2015 was 2.2. The hospital staff reported that the patient's inr was therapeutic at the time of the pump exchange. It was also reported that patient had no active infections.